Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. The insulin flow blocked alarm functioned properly during basic occlusion and occlusion test. The insulin pump was monitored without battery for 10 minutes. After re-inserting battery no unexpected pump error alarms noted. The insulin pump error alarm noted on history file unable to determine root cause. No unexpected pump error noted during testing. The motor was tested outside of the device and passed. The insulin pump was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 149 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.